Event description:
It has been reported to philips that the device gave inaccurate bp readings. Per provider, "I had a minimally responsive code stroke patient and with 80¿s monitor I got bp readings of 180/130 back-to-back with numbers like 40/20."

Manufacturer narrative:
Updated evaluation method, evaluation results, and conclusion code grids.